Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2009; a 419388 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had recently been seen in the ER after experiencing a fall. Blood cultures were positive for streptococcus gallolyticus and transesophageal echocardiogram revealed multiple small vegetations on the leads. The device system and envelope were explanted and the patient was treated with IV antibiotics. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a new device system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.